Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer had high blood glucose. Customer stated that the blood glucose was 600 mg/dl. Customer declined the troubleshooting for high blood glucose. The insulin pump will not be returned for analysis. Frn-mmt-xxx, unomedical set.